Event description:
Customer states pt reportedly received results of 22 mg/dl and 94 mg/dl within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has test strips; replacement was sent.